Manufacturer narrative:
The ge service rep performed an on-site investigation. A tube was replaced and the battery pack was checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a generator error. No pt injury was reported.